Event description:
It was reported that the 9600 system locked up with a communication error during a case. No pt injury was reported.

Manufacturer narrative:
The customer cancelled the service call.